Manufacturer narrative:
The device was returned to an approved service provider for evaluation. The customer's report was observed during initial testing. The device was put through extensive testing including electrical safety test without duplicating the report. The device was put out of service. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test and displayed a "defib fault 95" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.